Event description:
It was reported that t1 and t2 fell off together. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device confirmed both ts are free from the needle. The needle is bent on two planes. The actuator is in its post t2 position indicating a complete deployment took place. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely. No root cause related to the manufacturing process can be established.